Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to evaluate this unit. The unit is awaiting part delivery. The part is included in supply chain caused shortage. The part will be replaced upon arrival. A supplemental report will be submitted upon receipt of additional information. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is: (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) failed a leak test. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Additional information: e1( event site telephone number: (B)(6)). It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) did  not pass the leak test. Fse replaced the pneumatic module assembly. Complete pm performed with full calibration, functional testing and electrical safety checks to factory specifications. Unit returned to customer and cleared for clinical use.

Event description:
N/a.